Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5592 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that there was reduced r wave sensing over time on the right ventricular (rv) lead. During a routine device change the lead was deemed to be acceptable and remains in use. No patient complications have been reported as a result of this event.